Manufacturer narrative:
The physician noticed that the tip of a 6.00mm 180 angioguard rapid exchange (rx) emboli capture guidewire system was fractured during opening and capping of the device filter. The procedure was completed with another angioguard. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 35236675 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿distal tip (ecgw)- fractured - during prep¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician noticed that the tip of a 6.00mm 180 angioguard rapid exchange (rx) emboli capture guidewire system was fractured during opening and capping of the device filter. The procedure was completed with another angioguard. There was no reported patient injury. The device was stored, handled and prepped according to the instructions for use (IFU).